Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device ("just lost e baby") and experienced pelvic pain ("sharp pain"), limb discomfort ("leg streched"), cough ("cough ") and sneezing ("sneezing "). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, pregnancy with contraceptive device, pelvic pain, limb discomfort, cough and sneezing outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered cough, limb discomfort, medical device removal, pelvic pain, pregnancy with contraceptive device and sneezing to be related to essure. The reporter commented: make sure to tell them you want the uterus and tubes removed in one piece. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media: new reporter and event sharp pain, leg stretched, cough or sneeze added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and pregnancy with contraceptive device ('just lost e baby') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure. The reporter commented: make sure to tell them you want the uterus and tubes removed in one piece. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received reporter information was added. New event added just lost my e baby, device ineffective. Initial & 1st follow up together. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.